Manufacturer narrative:
A medtronic representative went to the site to test the system. The monitor and power cable for monitor were replaced. Monitor was tested and was observed to be in working order. Parts were replaced and the system performed as intended. The following codes apply to product ID: 9735665 (surgn cart stealth s8 premium) fdm b01, fdr c02, fdc d02 h3) a hardware analysis was initiated to determine the probable cause of the issue. Analysis found the returned monitor had an impact on the lower left side. When connected to a known good system the monitor displayed ghosting anomalies two different times during testing. Otherwise, the monitor displayed a good image with normal sound and touch function. The following codes apply to the product ID: 9735795r (monitor rfrb mtouch 27in s8 svc) fdm b01, fdr c07, fdc d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735795r (monitor rfrb mtouch 27in), serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system camera cart monitor had a bunch of artifact on the screen and then they rebooted the cart and the camera will not connect. The monitor led was not lit up. There was a green led on the pciop and the connections look good. The ups(uninterrupted power supply) light are correct and on. There was no patient present.